Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As the product was not returned, analysis of the actual item could not be performed. The shipment approval records were reviewed to assess whether there were any abnormalities in process control. As a result, no abnormalities that could have caused elongation or similar issues were identified. Since the actual item was not available and no abnormalities were identified from the investigation results, the cause could not be determined.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo received the reported information. When the user attempted to remove the product after using it once, it felt as though it had stretched.